Event description:
It was reported that during the implant procedure, there was difficulty removing the guidewire from the implanted lead. Eventually, the guidewire came out, and the end was noted to have curled up for several rotations. The physician indicated that this had not been experienced before. The guidewire was discarded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.